Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the small grasping retractor instrument had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 17-oct-2024: the instrument was inspected prior to use and there was no abnormalities found. The instrument did not collide with other instruments. The event resulted in issues with opening/closing the grips.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The small grasping retractor instrument was analyzed and found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed within the clevis. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.